Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobectomy, the blood vessels touching the outer side of the jaws of the device formed a thrombus in the blood vessel by thermal diffusion when the blood vessel sheath peeled off. There was nothing abnormal seen in particular while monitoring the patient post procedure. Cerebral infarction was admitted 2 days post procedure, and the patient is currently alive.